Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a concentric 90% stenosed lesion in the circumflex (cx) artery with mild tortuosity. The ostium of the cx and obtuse marginal had heavy calcification. The 2.25 x 18 mm xience alpine stent delivery system (sds) failed to cross the heavily calcified area and a couple of attempts were made to cross the lesion by dilating the lesion with a balloon catheter. The xience alpine sds finally crossed the lesion, and was pressurized but the pressure indication did not increase and angiography confirmed the balloon/stent to be not inflated/expanded. The sds was removed out of the patient anatomy with the stent firmly mounted on the balloon. A 2.25 x 16 mm non-abbott stent was deployed at the target lesion to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The inflation issue and difficulty deploying the stent were able to be confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience alpine everloimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter.

Event description:
Additional information: was the 2.25 x 18 xience alpine removed from the patient's anatomy after the failure to cross and reinserted after additional pre-dilatation was performed.